Event description:
The device was used during a lung resection procedure. Reportedly, the instrument partially fired and was difficult to open. The surgeon oversewed to complete the procedure. The hosp has reported no pt injury occurred.